Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the left ventricular (lv) lead implant, the primary vein of choice had stenosis and the lead would not pass. A venoplasty was performed and the lead would still not advance in the target vessel. The second vein of choice had either diaphragmatic stimulation or non-capture in multiple vectors. The lead was not use and an epicardial lead was implanted two days later. No patient complications have been reported as a result of this event.